Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The gore tag thoracic endoprosthesis. Instructions for use (IFU) states: the gore tag thoracic endoprosthesis is intended for endovascular repair of isolated lesions (not including dissections) of the descending thoracic aorta.

Event description:
On (B)(6), 2012, the pt underwent a hybrid procedure to treat a type a dissection. A jump graft was anastomosed from the ascending aorta, and extended to the brachiocephalic, and the left subclavian arteries. The origin of both these vessels was then stapled. During the open section of the procedure, a slight dissection distal to the anastamosis of the jump graft was detected. A conformable tag thoracic endoprosthesis was implanted to extend a previously implanted medtronic thoracic graft and just distal to the anastamosis. Final angiography showed some contrast still in the dissection flap, and the dissection flap was sutured with graft material. The pt tolerated the procedure. The physician believes the dissection occurred during the pump graft attachment; or after the computed tomography scan used for case planning.